Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 had failed with an error message. The customer tried to recover, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed with an error message ¿failed hardware¿. A field service engineer (fse) found that the matrix return bin lid was not closed properly, preventing the drawer from ejecting from the front. The fse removed the lower half-height drawer and accessed the lid from the back using the return bin key to clear the obstruction. After this, the drawer was able to open freely. The system functioned as intended after the field service engineer repaired the device.